Event description:
During a total vaginal hysterectomy, the surgeon was operating the ligasure device when the blade was activated to cut, it was not cutting. Another device was opened and the surgeon finished the case without any complications.